Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10433. It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the pacemaker was oversensing on the atrial lead triggering inappropriate mode switches. Programming changes were made to address this issue. The patient was stable.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or cause an adverse event.